Event description:
It was reported to gyrus acmi that during a surgical procedure, the tip of the omni broke proximal to the jaw during surgery. No pt harm was reported.

Manufacturer narrative:
The device was evaluated and found that the jaw is not broke as reported by the caller. The cut spring is raised up above the back side of the jaw. It may appear to be broken to the end user. There is evidence of the device being used, coagulate on top of the cut spring. The end of the cut spring may have been raised or pulled from the jaw by the user during the recommended cleaning of the jaws during use. All parts are accounted for. Refer to the IFU for the proper cleaning methods. This appears to be an isolated incident, no further action is required.